Event description:
It was reported that device entrapment occurred. The 85% stenosed target lesion was located in the severely tortuous and severely calcified proximal right coronary artery. A 4.00 x 32mm synergy xd drug-eluting stent was advanced for treatment. The stent was deployed and well apposed. However, while taking the stent balloon out of the patient's body after deflation, the stent balloon contracted and was caught in the guide catheter tip. The device was removed together with the guidewire and guide catheter. No patient complications were reported and the patient was in good condition after the procedure.

Manufacturer narrative:
Device evaluated by MFR: the synergy xd mr ous 4.00 x 32 mm stent delivery system was returned for analysis on the customer's guidewire and stuck inside the customer 6f jr3.5. The stent was not returned with the device as it was implanted without issues at the target lesion. The balloon was noted to be bunched and stuck at the distal end of the guide. The balloon cones were reviewed, and signs of positive pressure applied to them were noted as the balloon folds were noted to be relaxed. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. The delivery system was pushed through the distal end of the guide and shaft polymer extrusion damages were noted. A stretched/kinked region starting at 8.5 cm proximal to the proximal balloon bond was noted. An attempt to inflate device the device to rated burst pressure was made however the inflation device could not hold pressure due to leak at exchange port. Encore device verified before and after the procedure. No other issues noted with device.

Event description:
It was reported that device entrapment occurred. The 85% stenosed target lesion was located in the severely tortuous and severely calcified proximal right coronary artery. A 4.00 x 32mm synergy xd drug-eluting stent was advanced for treatment. The stent was deployed and well apposed. However, while taking the stent balloon out of the patient's body after deflation, the stent balloon contracted and was caught in the guide catheter tip. The device was removed together with the guidewire and guide catheter. No patient complications were reported and the patient was in good condition after the procedure.